Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer performed checks on the unit and could not duplicate the issue. The equipment passes all functional testing and was returned back to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by hospital personnel during patient use, the cardiosave intra-aortic balloon pump (iabp) unit has a low helium and safety disc error. There was no patient harm reported.